Event description:
It was reported that the cup on the delivery catheter was bent during placement of the leadless implantable pulse generator (ipg). As a result, the catheter was unable to recapture the device. An alternate catheter and ipg was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Fdc: 71 fdr: 213 fdm: 10, 23, 26, 38. Product ID: mc1vr01-delsys. Product event summary: delivery system returned with the device deployed, and the distal end of device cup distorted (damaged at procedure), recapture is not possible. Blood is visible inside device cup. Fdc: 75 fdr 180 fdm: 10, 23, 38. If information is provided in the future, a supplemental report will be issued.